Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine followup, upon interrogation high ventricular rate episodes caused by noise were noted. The physician decided to open the pocket and noted body fluid in the connector of the pulse generator. When he pulled the right ventricular lead, it came out very easily, the device was removed and replaced the leads were connected with no issue and no noise was noted. The patient was resting comfortably post procedure.